Event description:
It was reported that the patient received inappropriate shocks. Performance data confirmed the lead was sensing noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The distal segment of the lead was returned and analysis found no anomalies. However, the defibrillator conductor was distorted, all conductors had blood/body fluid (not obstructed) and the distal conductor was fractured (overstress). The outer insulation was breached cut and had a white substance on it. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted that there was apparent explant damage and that the distal segment length was unknown.